Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced the integrated electrosurgical unit (iesu) to resolve the errors on the generator. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted cystectomy with neobladder surgical procedure, an error occurred on the erbe generator, and a restart didn't help. The surgery was converted to open. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cable was replaced, followed by the instrument replacement, but without any effect. Afterwards, restarting the device was recommended, but that also had no effect. The procedure was converted to an open approach, and the entire resection phase was carried out.